Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there was a patient notifier for noise and oversensing episodes that the device interpreted as ventricular fibrillation. There was also a loss of pacing on the right ventricular (rv) channel. No inappropriate therapy was delivered and the rv lead was capped and replaced and the patient was stable.